Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer checked various parts and settings on the analyzer. He found one cuvette was in the wrong position and was stuck above the guide pin and was therefore elevated. He corrected the issue with the cuvette. After the second sample questionable result occurred, the field service engineer cleaned the ultrasonic mixer and the detergent mixers and replaced the reaction cuvettes and the degasser. He checked the washing volumes of the cuvettes. The investigation could not determine the specific cause of the event. The issue appeared to be resolved after the service actions.

Event description:
There was an allegation of questionable hemoglobin a1c results from the cobas c513 analyzer commercial system. Sample 1 initial result was 29.60% and the repeat result was 5.49%. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct. On (B)(6) 2025, sample 2 initial result was 14.6% and the repeat results were 5.9% and 5.9%.